Manufacturer narrative:
This report is filed on april 1, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, however, the issue did not resolve. The receiver stimulator was explanted (B)(6) 2013, and the electrode array was left insitu to preserve the cochlea. On (B)(6) 2016, the electrode array was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 15, 2016.